Event description:
During davinci hysterectomy the vessel sealer made the robot alarm. Robot screen said recoverable fault had occurred and said blade of vessel sealer may be exposed. Blade was exposed in center of sealer. Instrument removed from patient and from field. No harm to patient.